Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly "on (B)(6) 2008, the pt received a right hip prosthesis. It was further alleged that, "an examination found that the right hip appeared to be loosening".

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.